Event description:
Ous MDR - the patient developed a hematoma after implant and it being supervised at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.